Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. (B)(6).

Event description:
It was reported that at the time of starting to place the screw, this broke in the distal part. The screw was partially placed when the incident happened. The damage part was broke inside the patient; however, it was removed completely and the procedure was completed by using another of the same device. No damage to the patient was reported since the piece was removed without problem. The patient´s health condition is stable.

Manufacturer narrative:
One 7x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 3mm of the distal threads have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined.